Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient stated the remote monitor had a red light. It was discussed that this could indicate information that was not able to be transmitted to the clinic due to patient phone line or environmental home issues and the device should be interrogated. The patient reported to the emergency room where upon interrogation an alert was noted for out of range shock impedance measurements. The health care professional then noted that there were stored events due to noise. In one of the events the noise was oversensed and the subcutaneous implantable cardioverter defibrillator (s-ICD) administered an inappropriate shock. That shock caused the patient to go into ventricular fibrillation (vf). Another shock was administered and converted the vf appropriately. It was noted that both shocks exhibited high out of range shock impedance measurements. During testing all impedances were within range. A chest x-ray was taken which had normal presentation. Iso-electrics were clear, however there was muscle noise detected in response to the patient sitting up in bed. The noise was able to be seen on all vectors. Engineering reviewed the data from the device's memory and noted a gradual rise in the impedance values stored in the device since around the first of the year. Engineering also reviewed the x-ray and stated that it does demonstrate electrode is some distance off the sternum but not too much. Further discussion noted other possible causes of the noise including weight gain, calcification or film on the coil. The field representative noted that the physician is considering replacing the s-ICD and electrode with a transvenous implantable cardioverter defibrillator (ICD). Ts did note that if the physician chose to leave in the s-ICD system, a lead revision would likely be needed based upon the noise and out of range shock impedances. At this time the s-ICD and electrode remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the manufacturer site facility name and contact information (g1).

Event description:
It was reported that the patient stated the remote monitor had a red light. It was discussed that this could indicate information that was not able to be transmitted to the clinic due to patient phone line or environmental home issues and the device should be interrogated. The patient reported to the emergency room where upon interrogation an alert was noted for out-of-range (oor) shock impedance measurements. The health care professional then noted that there were stored events due to noise. In one of the events the noise was oversensed and the subcutaneous implantable cardioverter defibrillator (s-ICD) administered an inappropriate shock. That shock caused the patient to go into ventricular fibrillation (vf). Another shock was administered and converted the vf appropriately. It was noted that both shocks exhibited high oor shock impedance measurements. During testing all impedances were within range. A chest x-ray was taken which had normal presentation. Iso-electrics were clear, however there was muscle noise detected in response to the patient sitting up in bed. The noise was able to be seen on all vectors. Engineering reviewed the data from the device's memory and noted a gradual rise in the impedance values stored in the device since around the first of the year. Engineering also reviewed the x-ray and stated that it does demonstrate electrode is some distance off the sternum but not too much. Further discussion noted other possible causes of the noise including weight gain, calcification, or film on the coil. Eventually, the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced with other s-ICD device, while this electrode was reconnected and remained in service. Further information reported that the patient has suffered more inappropriate shocks and high oor shock impedance is still seen. A defibrillation threshold test was performed and resulted in 195 ohms. Low/poor amplitude morphology signals were noticed as well in all vector configurations. X-rays were performed. Although, no details about the images were provided. The shock therapy was turned off to mitigate more inappropriate shocks and the patient will be provided with a life vest while a replacement procedure with a transvenous system is scheduled. This implantable electrode remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient stated the remote monitor had a red light. It was discussed that this could indicate information that was not able to be transmitted to the clinic due to patient phone line or environmental home issues and the device should be interrogated. The patient reported to the emergency room where upon interrogation an alert was noted for out-of-range (oor) shock impedance measurements. The health care professional then noted that there were stored events due to noise. In one of the events the noise was oversensed and the subcutaneous implantable cardioverter defibrillator (s-ICD) administered an inappropriate shock. That shock caused the patient to go into ventricular fibrillation (vf). Another shock was administered and converted the vf appropriately. It was noted that both shocks exhibited high oor shock impedance measurements. During testing all impedances were within range. A chest x-ray was taken which had normal presentation. Iso-electrics were clear, however there was muscle noise detected in response to the patient sitting up in bed. The noise was able to be seen on all vectors. Engineering reviewed the data from the device's memory and noted a gradual rise in the impedance values stored in the device since around the first of the year. Engineering also reviewed the x-ray and stated that it does demonstrate electrode is some distance off the sternum but not too much. Further discussion noted other possible causes of the noise including weight gain, calcification, or film on the coil. Eventually, the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced with other s-ICD device, while this electrode was reconnected and remained in service. Further information reported that the patient has suffered more inappropriate shocks and high oor shock impedance is still seen. A defibrillation threshold test was performed and resulted in 195 ohms. Low/poor amplitude morphology signals were noticed as well in all vector configurations. X-rays were performed. Although, no details about the images were provided. The shock therapy was turned off to mitigate more inappropriate shocks and the patient will be provided with a life vest while a replacement procedure with a transvenous system is scheduled. Eventually, this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced with a tv ICD system. This implantable electrode is expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the manufacturer site facility name and contact information (g1). If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that the patient stated the remote monitor had a red light. It was discussed that this could indicate information that was not able to be transmitted to the clinic due to patient phone line or environmental home issues and the device should be interrogated. The patient reported to the emergency room where upon interrogation an alert was noted for out-of-range (oor) shock impedance measurements. The health care professional then noted that there were stored events due to noise. In one of the events the noise was oversensed and the subcutaneous implantable cardioverter defibrillator (s-ICD) administered an inappropriate shock. That shock caused the patient to go into ventricular fibrillation (vf). Another shock was administered and converted the vf appropriately. It was noted that both shocks exhibited high oor shock impedance measurements. During testing all impedances were within range. A chest x-ray was taken which had normal presentation. Iso-electrics were clear, however there was muscle noise detected in response to the patient sitting up in bed. The noise was able to be seen on all vectors. Engineering reviewed the data from the device's memory and noted a gradual rise in the impedance values stored in the device since around the first of the year. Engineering also reviewed the x-ray and stated that it does demonstrate electrode is some distance off the sternum but not too much. Further discussion noted other possible causes of the noise including weight gain, calcification, or film on the coil. Eventually, the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced with other s-ICD device, while this electrode was reconnected and remained in service. Further information reported that the patient has suffered more inappropriate shocks and high oor shock impedance is still seen. A defibrillation threshold test was performed and resulted in 195 ohms. Low/poor amplitude morphology signals were noticed as well in all vector configurations. X-rays were performed. Although, no details about the images were provided. The shock therapy was turned off to mitigate more inappropriate shocks and the patient will be provided with a life vest while a replacement procedure with a transvenous system is scheduled. Eventually, this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced with a tv ICD system. This implantable electrode was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the manufacturer site facility name and contact information (g1). If the product is returned, analysis would be performed, and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. The electrode was returned intact, not severed. Testing was completed to assess the electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection and x-rays showed no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This report is being filed to correct the manufacturer site facility name and contact information.